Event description:
The mfg catalong number was not provided in the report and the product was not returned for evaluation. This mfg lot number was not provided in the report and the product was not returned for evaluation.

Event description:
Patellofemoral arthroplasty performed in 2003, depuy components used, continued to have severe knee pain subseqent with x-rays confirming patellar misalignment, now doing well. Other pts are having same problem, other surgeons. Pt questions if issue is improper training, device design flaw, template for insertion flaw. Will follow up with revising surgeon also, r. Knee to be done later.